Manufacturer narrative:
System logs are not available for review. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient underwent an ion lung biopsy where a cryo-probe was used to obtain biopsy samples. During the procedure, after biopsies were obtained, significant bleeding was noted and a pulmonary embolism was diagnosed on cone beam CT. The patient further decompensated with a cardiac arrest. Despite aggressive interventions and efforts at resuscitation, the patient ultimately died. Based on the available data the bleeding, pulmonary embolism, and death post biopsy were likely procedure related. There is no compelling evidence that the events were device related. Of note, the physician reported discrepancies in the details but declined to provide further information. Bronchoscopy is a minimally invasive procedure with a low-risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single-center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. The retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). The prospective multicenter international study of 1,215 reported 1 death (0.08%). The recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). There were no reported events of venous thromboembolism (vte) including deep venous thrombosis or pulmonary embolism. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths and no vte. However, it is possible that immobility during general anesthesia and bleeding with subsequent clotting associated with lung biopsies may confer some degree of increased risk for vte events. Likely of more relevance, it is estimated that cancer confers a 4-7x higher risk for vte. The higher rate of vte has been reported to range between 3-13.9% in patients with lung cancer. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blom jw, doggen cj, osanto s, rosendaal fr. Malignancies, prothrombotic mutations, and the risk of venous thrombosis. Jama. 2005. Bagchi a, khan ms, saraswat a, ansari a, nai q, iyer v, hamouda d, khuder s, verghese c. Increased incidence of thrombotic complications with non-small cell lung cancer necessitates consideration of prophylactic anticoagulation in young individuals. Cureus. 2021. Chew hk, davies am, wun t, harvey d, zhou h, white rh. The incidence of venous thromboembolism among patients with primary lung cancer. J thromb haemost. 2008. Connolly gc, dalal m, lin j, khorana aa. Incidence and predictors of venous thromboembolism (vte) among ambulatory patients with lung cancer. Lung cancer. 2012.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient experienced significant bleeding, pulmonary embolism, cardiac arrest and death. The intuitive endoluminal sales manager (esm) was informed by hospital personnel that during the biopsy procedure, a third party cryoprobe was used to collect the biopsy samples; the biopsy specimen appeared suggestive of blood vessel involvement. Following the biopsy, the patient had significant bleeding, prompting a bronchoscopic airway inspection and suctioning of the bleeding. Cone beam CT scan showed a pulmonary embolism. Shortly thereafter, the patient suffered cardiac arrest and required resuscitation, including transfusion of blood products. The patient was stabilized; however, expired at an unspecified later time. The esm was informed that the adverse events were not attributed to the ion system, and no device malfunction was identified. The complications were believed to be related to the cryoprobe biopsy that indicated vessel involvement. Additional information was requested from the respiratory medicine physician who stated the facts provided were incorrect, and that the matter is confidential and internal review is in progress. No clarification of the incorrect facts was provided.